Event description:
Device 1 of 2 reference MFR. Report#1627487-2018-03746. Follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the system was explanted and a new drg system implanted the same day.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-03746. The patient's spouse reported the scs system is not providing effective pain relief to the patient's desired pain pattern. Reportedly, changing the programs did not resolve the issue. Follow-up identified the physician has recommended a drg trial as the next course of action to address the issue.

Manufacturer narrative:
Corrected data.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-03746.